Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that a left ventricular lead fracture of the distal conductor was suspected. The device was reprogrammed. At the most recent follow up the left ventricular lead did not operate in any configuration, and a complete lead fracture was confirmed. The pacing impedances were out of range. An attempt to explant the lead was not possible as the lead broke and could not be extracted. The lead was abandoned. The device was reprogrammed, as a new lead could not be implanted. No adverse patient effects were reported.